Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. (B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hernia repair procedure, while using the device to take down the peritoneum, the surgeon and staff saw half of the white tissue pad fall off the device and into patient. The half of the tissue pad was retrieved and a new device of the same product code was opened.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.